Event description:
When instrument was docked and inside of patient, surgeon noticed the jaws were misaligned when attempting use. New instrument used. No patient harm. Incident has been reported to intuitive & returned. Rga#. Manufacturer response for robotic fenesrtatedgrasper, (brand not provided) (per site reporter). Issued rga#